Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient's ventricular lead had a kink. The lead was explanted and replaced. The patient condition was in stable condition.

Manufacturer narrative:
The reported event of the ventricular lead having a kink was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Final analysis found an internal short between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage. No other anomalies were found.